Manufacturer narrative:
Complaint no: (B)(4). On an unknown date, the patient experienced a recurring umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a recurring umbilical hernia coincident with automated peritoneal dialysis therapy. It was unknown if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was unknown if the hernia worsened with peritoneal dialysis therapy. The hernia was manifested by abdominal pain. The patient was not hospitalized for the hernia, but eight days prior to the receipt of this report; the patient underwent outpatient hernia surgical repair procedure. On an unreported date in the same month this report was received, dianeal therapy was placed on hold while the patient was recovering. The patient was not on hemodialysis therapy. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.